Event description:
A peritoneal dialysis (pd) patient reported visiting an emergency room and being diagnosed with peritonitis on (B)(6)2015. The patient was found to not properly adhere to aseptic technique. The patient was treated with a 1.5 gram vancomycin dose on (B)(6) 2015, and a 1.0 gram dose on(B)(6) 2015,(B)(6)2015, (B)(6)2015, (B)(6)2015, and (B)(6) 2015. The patient has been able to resume cycler-dependent pd treatment with no further issue.

Manufacturer narrative:
Although this event has been reported as a serious injury, with the infection due to touch contamination substantiated with a gram positive culture, it is unknown if there is a causal relationship between the event of peritonitis and the liberty cycler, peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler adn the diagnosis of bacterial peritonitis. A supplemental report will be submitted upon completion of plant's investigation.